Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream sensor issue which was not reproduced. The upstream sensor issue was verified through a review of the event history log as upstream occlusion alarms. Multiple occurrences of upstream occlusion were found in the event history log; however, these occurrences may have been true alarms. The device was sent for upstream occlusion testing and received passing results, the device to be within specifications and operate as designed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified upstream sensor issue. There was no patient involvement. No additional information is available.